Event description:
Reporter indicated that vns pt had passed away. It was reported that the pt had been expired for some time when the body was found. Cause of death is not known at this time. No autopsy was performed. The pt had undergone generator replacement surgery for end of service 8 months prior and was receiving vns therapy at the time of death. There is no evidence at this time that the ncp system caused or contributed to the reported event.